Event description:
It was reported by service report that the fowler is drifting and the power cord is missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
See scanned page.